Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located in the moderately tortuous, severely calcified and 100% stenotic proximal left anterior descending artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and inflated the balloon to 6atms for one minute when the balloon ruptured. "It is believed that the calcification in the lesion was the cause of balloon rupture." The device was removed from the patient intact. The procedure was successfully completed with a non bsc balloon and the deployment of a non-bsc stent which was post dilated at 18atms with a 2.5mm quantum maverick balloon. Patient status is listed as "good".